Manufacturer narrative:
(B)(4). Investigation summary the analysis results confirmed that the el214 device was returned nonfunctional as jaws were found to be in a yielded condition; therefore, the clips could not be loaded into the jaws. Possible causes for this condition may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please note that as stated in the IFU: "all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. In addition, a photo was received for review. Upon visual inspection of the photo, the following was observed: the photo showed a device with the serial number of (B)(4). Based on the photo alone, the event described could not be confirmed. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.

Event description:
It was reported that during an unknown procedure, the clip was not properly fitted into the clip applier. It is unknown how the procedure was completed. The was no patient consequence.